Manufacturer narrative:
(B) (4). (B) (4): product performance engineering was unable to determine a definitive root cause for the reported stent dislodgement. Evaluation summary: quality assurance analysis revealed that the sds was returned without any blood visible. There was contrast in the inflation lumen. The stent implant was dislodged and returned on the stylet with the blue protective sheath. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon where the stent implant had been between the markers. There were no kinks noted to sds or any other damage. A snap gauge was used to measure the outer diameters of the stent implant. The outer diameter measurements did not meet manufacturing criteria. The inner diameter of the protective sheath was measured with a pin gauge and met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned product. Quality assurance analysis of the returned product noted no blood visible, which is consistent with the reported information that the product was not used during the procedure. The analysis confirmed that the stent implant had dislodged from the balloon and was located on the stylet with the blue protective sheath. Stent dislodgement can be influenced by may factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, or handling of the stent during prep. To ensure this is not the result of a product deficiency, all sds are 100% inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The inner diameter of the protective sheath was measured and met manufacturing criteria. The stent outer diameter dimensions were outside of the accepted manufacturing specification, however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. Visual inspection further revealed crimp marks evident on the balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacture. The balloon was still tightly folded, though the presence of contrast in the inflation lumen is consistent with preparation of the sds and suggests that, at some point, positive pressure may have been applied to the system, forcing the balloon to slightly expand. If significant pressure is inadvertently applied to the system during product preparation, this would cause the stent to become loose, which may have facilitated stent dislodgement during removal of the protective sheath. There was no damage observed to the sds or the stent implant that could have contributed to the reported dislodged stent. The manufacturing records were reviewed, and there were no nonconforming material records associated with this lot and all on-line inspections and testing met manufacturing criteria. In addition, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot, suggesting that there are no lot specific product quality deficiencies. In this instance, based on the information received with this complaint and the returned product analysis, a definitive cause for the reported stent dislodgement cannot be determined, but there is no indication of a product quality deficiency. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that when the sheath was removed from the stent delivery system (sds), the stent dislodged from the balloon with the sheath. There was no patient involvement. No additional information is available.